Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 07/16/2013. Device evaluation: on testing, the pump powered on with the display screen clear and legible with the exception of one black ink spot in the upper right corner of the screen. The black ink spot is present on the display lens when the pump is not powered on also.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.